Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the cable break. It was reported that during preparation of the steerable guide catheter (sgc), when the minus knob was turned 180 degrees, the minus cable snapped. The device was not used in the procedure. A new sgc was prepared and used successfully for the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported cable break could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.